Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a leveen coaccess electrode system was used during a procedure. According to the complainant, a white cotton like material was noted at the times during unpacking. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."